Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator was unable to op erate. Additionally, the ventilator failed calibrations. It was also reported that the unit's light-emitting diode (led) on the breath delivery (bd) board was stuck. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that it cannot operate. Service mode revealed that sst (short self testing) and est (extended self tests) were never ran and calibration showed "failed". The sp replaced the breath delivery (bd) printed circuit board (pcb) and analog interface pcb to resolve the issues. The ventilator passed all testing per manufacturer specifications at the time of service. Both the ai pcb and the bd pcb were returned to medtronic for further analysis. The ai pcb was visually inspected and functionally tested with no malfunction or product deficiency identified. The bd pcb was visually inspected with no anomalies observed. Upon testing, none of the led¿s on the bd diagnostic led array were I lluminated related to the reference designator u101. If this failure occurred during ventilation, the ventilator would generate a vent inoperative condition. The appropriate audio and visual alarms would enunciate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was unable to operate. Service mode revealed that sst (short self testing) and est (extended self tests) were never ran. Additionally, the ventilator failed calibrations. It was also reported that the unit's light-emitting diode (led) on the breath delivery (bd) board was stuck. The ventilator was not in use on a patient at the time of the reported event.